Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving gablofen [500 mcg/ml] at a dose of 117.55 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that the sutureless pump connector was filled with fibrous tissue at the time of replacement and the hcp replaced the sutureless pump connector with a new one as surgical intervention taken to resolve the issue. It was indicated that the patient did not have any symptoms or clinical issues before today¿s pump replacement and no diagnostics or troubleshooting was performed. It was noted that at the time of the report, the patient status was ¿alive ¿ no injury¿ and the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the hcp provided additional information on the patient that he felt there was also a fluid leak at the metal pin connection between the pump portion of the catheter and the spinal portion of the catheter. Daily dose was reduced to 90 mcg/day at the time of the replacement on (B)(6) 2016. There was no patient issue. The pump replacement was for routine end of life. Cause of the fibrous tissue in the connector was not determined.

Event description:
Additional information received from the representative reported no cause of the fluid leak was determined. It was just replaced and reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.